Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Troubleshot the battery low problem and found a defective charging board # 1. Replaced board, charged system for an hour, and tested. The system was then holding charge. The charger board was received by the manufacturer for evaluation. Analysis confirmed reported problem. Battery charger 1 failed bench level test. Channel e failed for zero output voltage. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that imaging system battery was low. The imaging system was used in a procedure, and then moved into a separate room. When the system was moved, it was not plugged in. When the system was booted up the next day, and after plugging the system in, the mobile view station (mvs) displayed a blue screen. The system was rebooted and it worked as expected. The system was then able to be successfully used for a spin and completion of the case. This caused a reported delay of 4 minutes to the procedure, and the patient was not impacted.